Manufacturer narrative:
(B)(4). Based on the results of the investigation, the devices associated with the work order(s), including the suspected device, was manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint. (B)(4).

Manufacturer narrative:
Diopter: +23.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device not returned. (B)(4). A lens work order search was performed and no similar complaints were found within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a +23.00 diopter collamer single piece lens. The lens was implanted on (B)(6) 2015 in the patient's right eye. The patient complaint of mild ache, blurred vision and decreased vision through out the day. The lens was explanted on (B)(6) 2015. The surgeon made the incision larger to remove the lens. The lens was explanted on (B)(6) 2015, the lens was exchanged for another lens, same model different diopter size (21.5). No suture was required. There were no issues with the iol. Reporter stated on the doctor's noted indicated the patient had lasik previously and getting the correct measurement would prove a challenge. The iol 23.0 power was too strong.

Manufacturer narrative:
(B)(4). Results: isual inspection of the returned product found the lens one haptic plate and pieces of optic torn off and missing. Lens was returned in liquid. Medical review: od: reportedly, single-piece collamer iol (23.00 d) was explanted and exchanged for another collamer lens (21.5 d) one month postoperatively to address residual refractive error and subsequent subjective disturbances ("blurred vision, mild ache"). According to the report by a nurse, dated on (B)(6) 2015 the most likely cause of the event was pre-op power miscalculation by a surgeon due to patient previous lasik surgery. The same report stated that there was no problem with the lens (23.00 d) except that the power was too strong for this particular patient. (B)(4).